Event description:
A report was received regarding a memorylens which had been implanted in the patient's right eye in 2002, which lens had decentered one day post-op. Patient's visual acuity at exam the next day was 20/100 (0.2). The patient had a pre-existing medical history of diabetes. The lens was repositioned 6 days later. The patient's condition was reported as stable by the surgeon.